Manufacturer narrative:
The investigation revealed that after the workmate claris v.1.2 software upgrade, the workmate claris dws screen turns black/blank and the user needs to reboot the system to regain functionality.

Event description:
During an atrial fibrillation procedure, when ablating, the live and review screens went black. The issue was resolved with technical assistance, and rebooting the system. The procedure was completed with no adverse consequences to the patient.